Event description:
On (B)(6) 2011, patient reported that he experienced hyperglycemia of 475 mg/dl due to bent infusion cannulas. Blood glucose was 91 mg/dl on the morning of (B)(6) 2011, and it elevated to 475 mg/dl a few hours later. Patient delivered a correction bolus, and he checked his infusion site at 4:47 p.m. And found the cannula was bent. Patient delivered an insulin injection later in the day and blood glucose lowered to 268 mg/dl. On the morning of the report, blood glucose was 238 mg/dl. Patient checked his infusion site, and the cannula was bent again. Patient was advised to discontinue use of the product and to switch to the replacement product that he received. There were no issues with the preparation or insertion of the infusion set. There was no insulin leakage. Target blood glucose is 120-160 mg/dl. No product was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.